Event description:
It was reported that this patient touched a live electrical wire and received a shock from the wire. Technical services (ts) examined the presenting electrogram (egm) of this pacemaker and found that there were inappropriate atrial tachy response (atr) episodes due to oversensing of noise. It was noted that the noise appeared to be electromagnetic interference (emi). Ts provided troubleshooting including suggesting further evaluation in clinic. No adverse patient effects were reported outside of the external shock from unrelated source. Currently, this pacemaker remains in service.